Event description:
It was reported that the expected longevity was lower than expected; in addition to an absence of sleep apnea data. Explanations are required.

Event description:
It was reported that the expected longevity was lower than expected; in addition to an absence of sleep apnea data. Explanations are required.